Manufacturer narrative:
(B)(4). Three unused, sterile devices were returned. Analysis of the returned devices noted that the stents of each device were stationary on the balloon between the markers. Overall, based on the reported information and analysis of the three unused devices, the reported stent dislodgment appears to be related to case circumstances. There is no indication to suggest a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the rx herculink elite instruction for use (IFU) states: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty (ptra) of a de novo or restenotic atherosclerotic lesion (less than of equal to 15 mm in length) located within 10 mm of the renal ostium and with a reference vessel diameter of 4.0 - 7.0 mm. Suboptimal ptra is defined as greater than or equal to 50% residual stenosis, greater than or equal to 20 mmhg peak systolic or greater than or equal to 10 mmhg mean translesional pressure gradient, flow-limiting dissection, or timi [thrombolysis in myocardial infarction] flow less than 3. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 7.0 x 18 mm herculink elite stent delivery system was advanced, without resistance, into the patient anatomy to treat a target lesion in the moderately tortuous celiac artery. During advancement, the stent dislodged off the delivery system balloon and was unable to be captured. The stent was able to be pulled back into the common iliac artery and was deployed at that site. A second non-abbott stent was then used to treat the target lesion. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.